Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Serial #: (B)(4), catalog #: 1650de, exp. Date: 10/31/2016, mfg. Date: 10/31/2015. Serial #: (B)(4), catalog #: 1650de, exp. Date: 11/30/2016, mfg. Date: 11/30/2015. Devices have not been received.

Event description:
A report was received that a patient reported issues with two of her batteries not discharging correctly. The patient reported numerous incidents of beeping and unexpected draining of batteries. The patient further reported that she had checked the battery cable connection and that they had seemed okay and that the controller had not seemed hotter than usual. The connector ports of the patient's controller had been inspected and no damages were found. The patient's controller was not exchanged since the issue was resolved with the exchange of the batteries. In addition the site reported that a controller exchange would not be well tolerated by the patient. The controller had not been exchanged and the user had not used excessive force when connecting her power sources to her controller. She has had this controller for almost three years and is able to demonstrate proper power management care.  The site further reported that the issue could not be reproduced by manipulating the battery cables and/or connections. A preliminary review of the controller log files revealed possible power switching associated with (B)(4); though it is possible that the patient was switching this battery out when it was at 30% capacity. The batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
B5-additional information indicates that the patient's controller has now been returned for analysis. This report was previously incorrectly reported as 3007042319-2017-04254. It should have been reported as 3007042319-2016-04254. Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d1, g4, g7, h1, h2, h3, h6 and h10. D1. Heartware® ventricular assist system - battery. D4: (B)(6). H3: yes. H6: device code(s): low battery c63048; FDA 2584 method code(s): visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 result code(s): no failure detected c92083; FDA 213 conclusion code(s): no failure detected, device operated within specification c91890; FDA 71 d1. Heartware® ventricular assist system - battery. D4: (B)(6). H3: yes. H6: device code(s): low battery c63048; FDA 2584, connection issue c62952; FDA 2900 method code(s): visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, interoperability evaluation c91951; FDA 20, actual device evaluated c91896; FDA 10 result code(s): interoperability problem c92070; FDA 3213 conclusion code(s): no failure detected, device operated within specification c91890; FDA 71 it was reported that the patient was experiencing power switching events. One controller ((B)(6)) and two batteries ((B)(6)), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device's in relation to the reported event. Analysis of the controller revealed that the device met specifications; both batteries passed both visual and functional testing. The controller passed functional testing but failed visual testing due to an incidental finding not related to the reported event dealing with a loose power port connector. Discharge of both batteries were comparable with expected discharge rates for functional batteries. During testing, an attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections of the battery (B)(6). There were no premature power switching events found with battery (B)(6). Additionally, log files did not reveal that the batteries were discharging incorrectly. The most likely root cause of the reported event can be attributed to momentary disconnections of the battery. Heartware has opened an internal investigation to address momentary disconnections. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4, g7, h1, h2, h3 and h10. Corrected d4: for (B)(6), removed conclusion code 71. Correct conclusion code should be 25. Conclusion code(s): quality system deficiency c91885; FDA 25. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Two batteries, (B)(4), were returned for evaluation. The controller, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the battery (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Discharge of both batteries were comparable with expected discharge rates for functional batteries. During testing, an attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minutes interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections of the battery (B)(4). There were no premature power switching events found with battery (B)(4). Additionally, log files did not reveal that the batteries were discharging incorrectly. The most likely root cause of the reported event can be attributed to momentary disconnections of the battery. The manufacturer has opened an internal investigation for intermittent disconnections identified on smr-loaded controllers. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Battery, (B)(4)/1650de, unique identifier (UDI) number: (B)(4), received: 01/05/2017; battery - (B)(6)/1650de, unique identifier (UDI) number: (B)(4), received: 01/05/2017. (B)(4).